Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) gastric stimulation. It was reported they had gotten a new phone cover that had a strong magnet in it and since then the patient had been feeling sick. The patient was wondering if the magnet could have done something with her settings. It was reviewed the patient may wanted to discontinue using the magnet cell phone cover and have the ins checked. The patient noted the issue began in (B)(6) 2019. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient changed cases and was going to follow-up with their hcp.